Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a procedure, the fiber broke inside the patient. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Event description:
It was reported that, during a procedure, the fiber broke inside the patient. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.